Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs optium neo meter no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported that the adc meter would power on with button press, but not strip insertion and was issued a replacement. The customer reported that due to the delivery delay, they did not have a device to monitor glucose and experienced sweating and dizziness. A non-healthcare professional treated the customer with a spoon of honey. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The exact date of incident is unknown. The date entered is per customer's report of (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported that the adc meter would power on with button press, but not strip insertion and was issued a replacement. The customer reported that due to the delivery delay, they did not have a device to monitor glucose and experienced sweating and dizziness. A non-healthcare professional treated the customer with a spoon of honey. There was no report of death or permanent injury associated with this event.